Event description:
Foley catheter inserted in to pt did not properly inflate. The balloon was defective. No injury to pt but caused a delay in care and staff had to collect urine with an alternative method. Reason for use: altered mental status and urine collection.